Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 3 months. The explanted device was returned for evaluation. No issues were noted during evaluation which could have contributed to the reported inflow graft conduit malposition. In addition, no depositions were found with the evaluation of the returned device. The sealed inflow graft conduit appeared to have been damaged during explant. Although the graft beneath the silicone sleeve was distorted, the evaluation could not determine if the distortion was present during pump operation or caused during explant. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device was found to function as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient received a routine transplant on (B)(6) 2015. An evaluation of the pump was requested from the surgeon due to a noted atypical placement of cannula. No further information was provided.